Manufacturer narrative:
Investigation summary: an mz1000 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20085530. From the information provided by the customer it appears that the back flow of blood causes an occlusion alarm to be generated, which is overcome by the removal of the maxzero. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the production records for lot 20085530 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note as stated in the directions for use of the maxzero valve "flush the maxzero after each use with normal saline or in accordance with facility protocol." "Failure to properly prime the device can result in reflux." A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports for occlusion and backflow against the mz1000 product in the past 12 months.

Event description:
It was reported that maxzero needleless connector was clogged/blocked/occluded, and experienced blood backflow during infusion. The following information was provided by the initial reporter: there is return of blood through the catheter and up to the positive pressure adapter. Also, the infusion pump is not able to overcome the resistance of the adapter by continuously generating an occlusion alarm. Removing the adapter clears the alarm and tpn passes normally.